Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain / chronic pelvic pain and kidney infections, amongst non-serious events. Plaintiff underwent surgery to remove her coils six and a half years after insertion. Pelvic pain is anticipated whereas kidney infection is unanticipated in the reference safety information for essure. Considering the pathophysiology of kidney infection and the local action of essure at fallopian tubes, this event was considered as unrelated to essure. Even though kidney infection could alternatively explain the pelvic pain occurrence, it is known that pelvic pain may occur during essure therapy. Considering the plausible temporal relationship, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") and kidney infection ("kidney infections") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), kidney infection (seriousness criterion medically significant), pelvic discomfort ("severe discomfort"), amnesia ("memory loss"), fatigue ("chronic fatigue"), depression ("depression"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), ovarian cyst ("ovarian cysts") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, kidney infection, pelvic discomfort, amnesia, fatigue, depression, menorrhagia, back pain, alopecia, abnormal weight gain, ovarian cyst and abdominal pain outcome was unknown. The reporter considered pelvic pain, kidney infection, pelvic discomfort, amnesia, fatigue, depression, menorrhagia, back pain, alopecia, abnormal weight gain, ovarian cyst and abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain / chronic pelvic pain and kidney infections, amongst non-serious events. Plaintiff underwent surgery to remove her coils six and a half years after insertion. Pelvic pain is anticipated whereas kidney infection is unanticipated in the reference safety information for essure. Considering the pathophysiology of kidney infection and the local action of essure at fallopian tubes, this event was considered as unrelated to essure. Even though kidney infection could alternatively explain the pelvic pain occurrence, it is known that pelvic pain may occur during essure therapy. Considering the plausible temporal relationship, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.